Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Patient reported left side "deflation." Physician confirmed deflation. Patient later reported "physician notified the patient there was a valve leak." The device has been replaced.

Event description:
Patient reported, left side "deflation". Physician confirmed, deflation. Patient later reported, "physician notified, the patient there was a valve leak". The device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on posterior side assessed, as fold flaw opening. Valve leak and/or damage: not observed. Additional observations: wear abrasion is observed, crease fold is observed. No further actions are required, as the device was implanted.